Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. The patient reported a loss of stimulation. The patient reported that her ins had been dead since ¿about a year ago.¿ the patient reported that she tried to charge her ins in (B)(6) 2016 but was not able to charge. The patient reported that she wanted the ins removed. The patient reported that she was going to have a bladder stimulator implanted and would consult with that implant doctor about removing the ins. The patient reported that she did not have a managing physician. No further complications anticipated.